Manufacturer narrative:
Supplier report to symmetry confirmed. Root cause: when opening and closing the instruments, we found the remaining jaw hinge to rub against the shaft, revealing a heavy action. Additionally, the jaw hinge is visibly bent. Based on the results obtained from our examination, we assume the nonconformance to have been caused by a breakage as a result of excessive force/ user error due to overstressing. We suspect the jaw to have been used as a lever or been misused in any other way. Supplier stated: based on the investigation, we have no indication whatsoever that either the design, material or manufacturing process, or any circumstances within our sphere of influence have given cause for any corrective or preventive action to be initiated by u.s. No further action will be taken.

Manufacturer narrative:
Symmetry surgical did not receive the device back; only pictures were provided of the broken device, the piece that broke during surgery was mis-placed during processing. Symmetry did an eval on existing devices in inventory, several lots were examined, and all lots were reviewed for any damage to the jaws. They were also checked for functionality. All in-house devices were within specification.

Event description:
Micro rongeur tip broke off, no harm to pt, broken piece was retrieved. Hospital determined, the device was misused during surgery.